Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was unknown at the time of incident. The customer was assisted with troubleshooting and the display returned. Troubleshooting found that the pump also alarmed battery out and failed battery but the customer declined to troubleshoot for this. Customer was advised to monitor the pump and call back if any further issues.